Event description:
This is an initial report. Pt cf was a (B)(6) female with a history of metastatic carcinoid tumor with liver metastases. She was initially diagnosed in (B)(6) 2012, after presenting with significant weight loss and diarrhea. Percutaneous liver biopsy performed (B)(6) 2010 was consistent with pleomorphic carcinoma with neuroendocrine differentiation. In (B)(6) 2010, her follow-up scan revealed slight disease progression in the liver metastases and she was started on sandostatin in (B)(6) 2010. It initially improved her diarrhea, however she began having significant abdominal pain. She elected to undergo a small bowel resection with ileocecal anastomosis on (B)(6) 2011. Post-op, her pain seemed to be improved but her diarrhea became worse. Her sandostatin was increased with little relief and therefore she sought out alternative treatment options. She initially presented to interventional radiology on (B)(6) 2011, during which time she elected to enroll in the theraspheres protocol (B)(4) (radioembolization with yttrium-90). She underwent treatment to both the right and left lobes on (B)(6) 2011, respectively. She was last seen in clinic (B)(6) 2012 for interval follow-up. She was doing relatively well but her symptoms remain unchanged. She still continued to complain of abdominal pain, rectal pressure and increased diarrhea following her sandostatin injection and post prandial. She stated she was uncomfortable the entire month which she attributes to the sandostatin. She took lomotil and imodium with little relief. She complained of significant lower extremity swelling. She was wearing prescription compression stocking and taking diuretics with little relief. The pt's sister called (B)(6) 2012, to report that (B)(6) had died at 12:00pm. She stated that the pt was admitted to (B)(6), secondary to palpitations and anemia. She received blood products but "arrested" twice. She was mechanically ventilated until (B)(6) 2012, when it was discontinued and she died. We will obtain records from her hospitalization and submit that as the final report.